Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. (B)(4)

Event description:
Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.